Event description:
It was reported that the temporary lead exhibited infection. The patient had antibiotics for weeks and the patient had persistent negative blood culture. The lead was extracted and new pulse generator system was implanted. There was no complication.

Manufacturer narrative:
Analysis was normal. No anomalies were found.